Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up in clinic, infection was observed at device location. The patient had infection symptoms such as itching and redness. According to the physician, the infection was related to the procedure. The complete system was explanted. The patient's condition is stable.